Event description:
Additional information was received that the patient experienced ventricular tachycardia (vt). They experienced shortness of breath and diminished ventricular assist device (vad) flow. The arrhythmia resolved prior to discharge. It was noted that the patient had a history of vt pre-lvad.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate ii lvas, serial number (B)(6) with no further issues reported at this time. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. B is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the hm ii lvas. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for sustained ventricular arrhythmia and a regular checkup after 4.5 years of implant. The patient was treated with dc cardioversion. They were discharged on (B)(6) 2023.